Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of 200 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during insertion size 8x30mm milagro advance screw went into small pieces so that distal 15mm went in nicely, but after continuing insertion, proximal 15 mm broke down and went into small pieces. St acl operation, tibial side, screw sizing according sizing guide, instruments confirmed to be 100% right, guide pin new. Very experienced milagro user (8years of experience), bone quality normal. Surgeon did not find any technical reason for breakage. Actions done: cleaning out of those small fragments, intact screw part left into patient, and different devise used to secure graft to anterior tibial surface. About 15min extra time needed. No change to send broken device to inspection, because of only small fragments left, and rest of the screw inside the patient.